Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a femoral bone fracture intraoperatively. Circlage wire was placed intraoperatively around calcar fracture.